Event description:
A customer reported that their pump screen was dark and would not turn on. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Reportedly, the customer reverted to an alternate form of insulin therapy.